Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she went to the emergency room because of high blood glucose. Customer reported blood glucose was in the 400 mg/dl range brought them down to around 250 mg/dl. Customer's blood glucose was 223 mg/dl. Customer treated with manual injections to bring down blood glucose. Customer stated, she was sleeping and then started throwing up. Customer wasn't in an accident. Customer was wearing the device during emergency visit. Customer was unable to perform troubleshooting. Customer stated he had called (B)(6) to report high blood glucose and troubleshooting was done prior to hospitalization. Customer reported high blood glucose of 223 mg/dl. No further information reported.